Event description:
Boston scientific received information that this right atrial (ra) lead displayed abnormal threshold measurements. It was suspected this ra lead dislodged. The decision was made to perform a repositioning procedure. This, however, was not successful due to the patient's anatomy. This ra lead was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.